Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was receiving morphine [30 mg/ml] at a dose of 11.990 mg/day, bupivacaine [20 mg/ml] at a dose of 7.993 mg/day, and clonidine [200 mcg/ml] at a dose of 79.93 mcg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported on 2017-apr-02 that the patient reported seeing code 8476 on their personal therapy manager (ptm) and that the representative was going to call the healthcare professional (hcp) to notify them of the motor stall. It was indicated that the patient did not recently have magnetic resonance imaging (MRI). No further information was reported at that time. Later on 2017-apr-02 additional information was received. It was reported that the patient was instructed to go to the emergency room (ER) and the representative was going to meet the patient there and interrogate the pump. Possible causes of the motor stalls, recommendations regarding programming minimum rate mode and supplementing with oral medications, and pump replacement were discussed. Further information was received on 2017-apr-03. Information regarding the patient¿s identifying information was provided. It was reported that per the event logs the motor stall occurred on saturday (B)(6) 2017 at 22:58 and recovered on sunday (B)(6) 2017 at 17:03. It was noted that there was eight months left to elective replacement indicator (eri). It was indicated that there were no other anomalies in the logs per the representative. It was reported that all electromagnetic interference (emi) was ruled out as a cause of the stall per the representative. It was noted that it was scheduled to replace the pump that morning but the hcp did not like to do any replacements or implants prior to going on vacation, and as they were leaving for vacation and the stall recovered they decided to wait to replace the pump. It was indicated that they would assess the patient and the pump at the pump refill on wednesday (B)(6) 2017. It was confirmed that the patient had ¿pro re nata¿ (prn) medications if needed due to another possible motor stall that could occur. No symptoms or complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer.

Manufacturer narrative:
(B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on 2017-apr-06. It was reported that another motor stall occurred prior to the refill appointment on (B)(6) 2017. It was indicated that the pump was replaced on (B)(6) 2017 as a result. It was noted that after the first motor stall the patient had begun to experience a return of pain. The cause of the motor stall had not been determined. It was noted again the eri was in eight months and uncertain as to whether that may have been a factor. The explanted pump had been obtained and would be returned for analysis. It was indicated that the patient¿s weight was unknown. It was also indicated that the information provided was confirmed with the physician. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously applied conclusion code is no longer applicable; conclusion code remains.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.